Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000 mcg/ml for a total dose of 340.5 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported motor stall was seen at initial interrogation, and the patient did not recently have an magnetic resonance imaging (MRI). It was stated that the patient's mother brought the patient to the emergency room because they heard the pump beep 3 times " and then it stopped." It was stated it was a critical alarm sound. Pump status and/or event log report showed multiple motor stalls and recoveries occurred. The logs showed 3 separate motor stalls and recoveries, all with relatively short duration (approximately 10 minutes) on: (B)(6) 2017. It was reviewed and confirmed there are no electromagnetic imaging (emi)/magnetic sources present, and it was stated that they did not know of any magnetic exposure. It was reviewed to consider pump replacement. It was stated that they will check with the family to see if they can determine a cause for the motor stalls. It was stated that they will plan to replace the pump if there is no suspected magnetic exposure that caused the motor stalls. No symptoms were reported. It was stated that the patient "has no signs of withdrawal" and was asymptomatic. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.